Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. This supplemental report was created to capture additional information in b5 event description and h6 impact codes.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted and new lead was placed. No additional adverse patient effects were reported. Additionally, the dislodgement was confirmed through xray and fluoroscopy.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted and new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and - complaint would be updated upon analysis completion. This supplemental report was created to capture additional information in b5 event description and h6 impact codes. Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk conclusion code was selected based on analysis evidence or field report which indicates an issue covered by the instructions for use (IFU) - and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricular (lv) lead was dislodged. This lead was explanted and new lead was placed. No additional adverse patient effects were reported. Additionally, the dislodgement was confirmed through xray and fluoroscopy.